Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient presented to a follow up with episodes of noise from the right atrial (ra) lead and the right ventricular (rv) lead. Due to the original positioning of both leads within the cephalic vessel, the physician hypothesized that the ra and rv noise was the result of lead on lead abrasion. This was confirmed via diagnostic imaging which displayed reduced insulation on the ra lead. The physician elected to explant and replace the entire system to resolve the event and the patient was stable with no additional consequences. The leads were discarded, while the device has subsequently been received for analysis.

Event description:
It was reported that the patient presented to a follow up with episodes of noise from the right atrial (ra) lead and the right ventricular (rv) lead. Due to the original positioning of both leads within the cephalic vessel, the physician hypothesized that the ra and rv noise was the result of lead on lead abrasion. This was confirmed via diagnostic imaging which displayed reduced insulation on the ra lead. The physician elected to explant and replace the entire system to resolve the event and the patient was stable with no additional consequences.